Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 250 mg/dl. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and that the occlusion may have been within the infusion set site. However, customer maintained that the pump was the cause of the occlusion. Reportedly, customer changed the pump supplies to address the issue.